Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a pyloric dilatation procedure. According to the complainant, during the procedure, the black exit marker became bunched up and the device got stuck in the scope. As a result, the balloon catheter had to be cut in order to remove the device from the scope. It was confirmed that no pieces detached inside or outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is in his (B)(6). The exact event date is unknown; however it was reported the event occurred in early august. Device (B)(4) relates to (B)(4) for the reported event of exit marker bunched up. The product was disposed and could not be returned; therefore the reported event that the exit marker bunched could not be confirmed. However, exit marker issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g. Forcible advancement through the scope, incompatible biopsy cap used, etc). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.